Event description:
It was reported that the right ventricular pacing lead impedance was high and the thresholds had increased. The pace/sense portionof the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - 5554 implantable pacing lead 2010-(B)(6). (B)(4).